Manufacturer narrative:
Other applicable components are product ID 3093-28 lot# va0t9q5 serial# implanted: (B)(6)2015 explanted: (B)(6) 2017 product type lead product ID 3037 lot# serial# (B)(6) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had a loss of efficacy and a return of symptoms of urgency and frequency. They mentioned having a fall a few months back. Impedances were checked and revealed a non-functioning system. The system was replaced and the issues was resolved. Patient was alive with no injury. No further complications were reported.